Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller was exchanged due to a controller fault that occurred on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via the downloaded log file. A review of the downloaded controller event log file spanned approximately 2 days ((B)(6) 2019, (B)(6) 2023, and (B)(6) 2000 per time stamp). The driveline remained disconnected for the entire log and the controller was in charging mode. On (B)(6) 2000 while the clock was not set; a controller clock not set alarm was active. The controller was turned on after not being in use since june of 2019 which was data during manufacturing. The alarm was resolved on (B)(6) 2023 at 11:49:52 when the clock was set to the correct date and time. There were no other notable alarms throughout the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the clock not set alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 2, entitled "system operations", explains that installing a backup battery on the controller may prompt a system controller clock not set alarm on the system monitor and that the backup controller must be connected to power every 6 months in order to charge the backup battery and prevent it from losing power. Heartmate 3 instructions for use (IFU) section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. No further information was provided. The manufacturer is closing the file on this event.